Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 135 mg/dl. After the troubleshooting was done, customer was advised that it was the reservoir that was having the issue. The customer was advised changing reservoir resolved the issue. The customer was advised to return the reservoir and we will send replacement supplies.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoir was not occluded.